Manufacturer narrative:
The returned device was evaluated and during the investigation, the linkage assembly was noted to have a defect where the crimping portion of the component failed to hold the mechanism spring. Due to this issue on the linkage assembly the formed needle and soft cannula was unable to be deployed as intended. An 0x68 (104) alarm was noted - occlusion during runtime (one or more pulses filtered in the last 15). It could not be determine what the cause for the alarm was. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not retract when the pod was activated; the cannula was also not fully visible, which indicates a needle mechanism failure. The pod was worn between 36 and 48 hours on the leg and no high blood glucose levels were reported.